Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The spaceoar gel was implanted into the rectal wall. On (B)(6) 2021, the patient's pelvic pain intensified and there was an air and fluid level in the space between the rectum and prostate on magnetic resonance imaging (MRI). On (B)(6) 2021, the pain increased, magnetic resonance imaging (MRI) showed the cavity had decreased to 2.7cm max, but there was a 2-3mm opening between the anterior rectal wall and the space between the prostate and rectum. On (B)(6) 2021, the patient underwent colonoscopy and showed a 3mm hole in the anterior rectal wall. The hole was closed with a bear claw clip. The patient was reported to be doing well and no radiation changes to the mucosa of the anterior rectal wall.

Manufacturer narrative:
Additional information received update on the following: block b5:describe event or problem. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non vascular. Clinical code e2314 captures the reportable event of fistula. Clinical code e172001 captures the reportable event of abscess. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The spaceoar gel was implanted into the rectal wall. On (B)(6) 2021, the patient's pelvic pain intensified and there was an air and fluid level in the space between the rectum and prostate on magnetic resonance imaging (MRI). On (B)(6) 2021, the pain increased, magnetic resonance imaging (MRI) showed the cavity had decreased to 2.7cm max, but there was a 2-3mm opening between the anterior rectal wall and the space between the prostate and rectum. On (B)(6) 2021, the patient underwent colonoscopy and showed a 3mm hole in the anterior rectal wall. The hole was closed with a bear claw clip. The patient was reported to be doing well and no radiation changes to the mucosa of the anterior rectal wall. On november 9, 2021, additional information was received stating that the procedure was done under local anesthesia and fiducial markers were placed prior to the spaceoar gel. The cause of the fistula was determined to be spaceoar misplacement with anterior rectal wall infiltration followed by resorption of the gel creating tunnel from anterior rectal wall to posterior prostatic space. It was also mentioned that the cause of the abscess was secondary to the presence of a fistula leading to communication between the rectal contents and posterior prostatic space. The patient's abscess was treated with antibiotics and anti-inflammatory medications.